Event description:
It was reported that the ventilator was damaged during transport. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. Based on technician statement, patient unit was not secured to mobile cart. Due to impact dc/dc & standard connectors board, expiratory cassette and control cable were damaged. The issue has been resolved by replacing damaged parts. The device was delivered to the user in working condition. The cause of the issue has been traced back to the incorrect usage of the device, however it is unknown why the customer decided to install the device incorrectly. The UDI information is not available since the device was manufactured before 2015.